Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an 5.8 cm abdominal aortic aneurysm. 27 months post stent graft implantation a request for a talent aortic cuff was requested. The CT demonstrated that the proximal portion of the stent graft had migrated distally, resulting in a type I endoleak and the aneurysm enlarged to 6.4cm. Due to the pt's co-morbidities pt was not a candidate for open surgical repair. The physician implanted a talent aortic cuff and an aneurx aortic cuff. The type I endoleak was resolved. The physician also implanted a covered stent in the distal left common iliac artery. Following the procedure there were excellent pulses noted distally. The pt was discharged in good condition. Six months post talent cuff implant the aneurysm had increased to 7 cm with no evidence of an endoleak.